Event description:
It was reported that during preventive maintenance testing, the output was low on both channels. The external pulse generator (epg) was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the output was low on both channels. Analysis did find that the battery drawer was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during preventive maintenance testing, the output was low on both channels. The external pulse generator (epg) was returned for repair. There was no patient involvement.